Event description:
It was reported that the lead had dislodged one day post-implant when the patient lifted his arms above his head. Decreased r-wave amplitude and intermittent capture were noted. The lead was explanted and replaced. The patient was doing well post-procedure.